Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher had incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the unit had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was july 18, 2018 where it was reported that the device gears were cracked and the shoulder bolts and roller gear were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was july 18, 2018 where it was reported that the device gears were cracked and the cutter produced a passing sample mesh. This is not a related issue. Product review of the skin graft mesher on december 6, 2018 revealed that the calibration was out of specifications however, the device produced a passing sample mesh with our test cutter. The side plates, roller, and roller gear were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The collars and gears were replaced on both cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 6, 2018 which included replacement of the bushings, side plates, comb, roller gear, and spring pins. Skin graft mesher, serial number 06445, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications. The side plates, roller and roller gear were visibly damaged. The 1.5:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications. The side plates, roller and roller gear were visibly damaged. The 1.5:1 ratio cutter produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.